Manufacturer narrative:
(B)(6). Investigation summary: no customer samples and 1 photo was received and evaluated at the manufacturing site. The site confirmed the customer¿s failure mode as ¿additive abnormality¿, yellow spots on wall of tubes. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Investigation conclusion: the customer¿s product issue was observed during evaluation of the customer¿s photo. The tube has droplets of edta. The droplet size appeared to be about 1.5 mm2, which qualifies as a minor defect per vs50007. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Root cause description: based on the investigation, the most likely root cause is that when additive is applied onto the interior walls of the blood collection vessel via the spray coating of the prescribed amount of water based solution. The water is then dried, leaving the characteristic ¿mist¿ dot pattern of residual solution on the vessel wall. In rare instances where assembly machine misalignments occur, additive dispense nozzles may not be centered within the tubes¿ opening and the nozzles¿ position is biased more towards one of the vessels¿ hemispheres. In such instanced, one side (or hemisphere) of the tube vessel interior received a heavier coating of additive solution, while points on the opposing side of vessel receive a lighter misting. Larger droplets of the solution in close proximity to one another than tend to coalesce, and once the water is dried, leave behind a wafer like deposit of the additive. This additive deposit visually stands out as it does not appear like the typical dot pattern for this tube type. Rationale: bd was able to confirm the customer¿s indicated failure mode with the photos provided. Bd life sciences ¿ preanalytical systems received no samples and 1 photo from the customer facility for investigation. Based on evaluation of the photo, bd pas observed ¿additive abnormality¿ in the product. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported that four bd p100 blood collection systems for plasma protein preservation experienced foreign matter contamination noted prior to use.